Manufacturer narrative:
Block b3: exact date of event unknown. Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6) batch: 5002981.

Event description:
It was reported that the patient experienced a swelling and redness at the deep brain stimulation (dbs) implantable pulse generator (ipg) site. Cultures were taken however the results are unknown. It was noted that the infection was device related per the physician's assessment, however the information as to how it was related was not provided. The patient underwent a procedure where the ipg and lead extension were removed. Physical analysis of the dbs ipg and lead extension was not performed as they were retained by the facility. The patient was prescribed anti-biotics and did well post-operatively.